Event description:
The morning of the anticipated discharge, the patient's right saphenous PICC line (placed in the nicu by an IV rn 23 days prior to the event) was discovered to be fractured at the level of the hub. The line was visualized intact during morning rounds by the surgical team, but a short while later was discovered fractured when the patient's nurse undressed the patient for a diaper change. The internalized 20 cm fragment proximal to the hub migrated to her heart and was confirmed by cxr projecting over the right atrium and right ventricle with one end within a left lower lobe pulmonary artery branch.manufacturer response (as per reporter) for PICC line, becton dickinsonmanufacturer is sending a kit. Once received, device will be returned to manufacturer for evaluation.

Event description:
The morning of the anticipated discharge, the patient's right saphenous PICC line (placed in the nicu by an IV rn 23 days prior to the event) was discovered to be fractured at the level of the hub. The line was visualized intact during morning rounds by the surgical team, but a short while later was discovered fractured when the patient's nurse undressed the patient for a diaper change. The internalized 20 cm fragment proximal to the hub migrated to her heart and was confirmed by cxr projecting over the right atrium and right ventricle with one end within a left lower lobe pulmonary artery branch.manufacturer response (as per reporter) for PICC line, becton dickinsonmanufacturer is sending a kit. Once received, device will be returned to manufacturer for evaluation.